Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation did not identify a product problem. The event was consistent with a reagent pack handling issue. The specific cause of the event could not be determined. The issue appeared to be isolated to the specific reagent pack as the issue was resolved by replacing the reagent pack.

Event description:
There as an allegation of questionable elecsys probnp ii results from the cobas 8000 - cobas e 602 module. The repeat results were obtained after the customer replaced the reagent pack with a pack from the same lot. The initial result for all of the samples was <10 pg/ml. Sample a repeat result was 434.910 pg/ml. Sample b repeat result was 35810 pg/ml. Sample 2 repeat result was 19910.9 pg/ml. Sample 4 repeat result was 783.4 pg/ml. Sample 7 repeat result was >35000 pg/ml. The questionable results were not reported outside of the laboratory.